Event description:
Consumer complaint of e-5 error. Customer states e-5 error appears after sample is applied. Customer was unable to perform blood test. Verified the strips expire 11/30/2016, unable to confirm the open date of test strips or the storage conditions. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results. Black chemistry observed on test strip. Most likely underlying root cause of malfunction noted in the complaint: is black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).